Manufacturer narrative:
The technician asked the account to check the coil and the head up valve. The account replaced the hydraulic manifold to resolve the issue.

Event description:
The account alleged that the head section will not raise. No report of injury.